Event description:
A report was received that the patient had a little infection around the pocket site with symptom of pus. The patient underwent a procedure wherein the ipg site was opened, the physician took the ipg out, flushed it with antibiotics and place it back. It was not device related. The patient was prescribed bactrim, one tablet twice daily. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
.